Event description:
The pt is taking part in a clinical trial study ((B)(6)). It was reported that the pt had experienced osteolysis. The onset of the osteolysis is unk. It is also uncertain if the complication is related to the study device. Pre-operative diagnosis was that the pt was suffering from osteoarthritis of the original metal on metal hip. At this point in time, the pt is under observation. It was reported that the pt is tolerating the reported event. Further on, it was reported that the pt had no known metal allergies.

Manufacturer narrative:
The MFR did not receive devices for review, as the pt is currently being monitored and has not been revised to date. Though the surgical report of the implantation surgery has been made available for review. The cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available an updated report will be submitted. (B)(4).